Manufacturer narrative:
The cause of the event could not be determined.

Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneous troponin (access accutni) result was generated by access 2 immunoassay system for one patient. The customer stated that the patient presented to emergency room with chest pain and the testing on the first sample produced accutni result of 0.22 ng/ml within the risk stratification range. This initial result was not questioned as erroneous and the patient subsequently underwent a balloon angioplasty procedure; however, the customer stated the decision to perform this procedure was not based solely on the accutni result. The customer stated there were additional factors leading to the decision to perform the procedure. The customer is questioning the results obtained from the patient's second sample. The initial result on this sample was 61.10 ng/ml and its repeat analysis on the same and on an alternate instrument produced 97.67 and 64.83 ng/ml, respectively. The sample was not re-centrifuged before the repeat analysis. Although all three results are above the acute myocardial infarction threshold, the differences between the results are outside the assay's published precision claim of not greater than 8%. The customer stated that the accutni result of 61.10 was reported out of the laboratory, but the result of 97.67 was not, and therefore, the patient care was not affected by the erroneous result. The customer provided additional accutni results obtained from the patient's other samples, but these results are not questioned. All patient results provided by the customer are shown in the attached file. Bec verified that qc recovered within range both before and after the erroneous result. The system check performed on (B)(4) 2012, passed within the specifications. Bec field service engineer (fse) was dispatched to the customer's site and verified hardware performance. No hardware malfunctions that may have caused or contributed to this event were identified by the fse.